Event description:
In 2008, it was reported to boston scientific corporation that a resolution clip device was used during a gastroscopy (patient age, gender, weight unknown). The patient was being treated for a bleeding ulcer located at the gastric antrum. During the procedure the resolution clip was successfully pushed out of the catheter at the site of the bleed, however the clip would not open. The procedure was successfully completed with another resolution clip device. There were no complications and the patient's condition was reported as "stable."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.